Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The product development visual evaluation noted that approximately one-half of a full thread had broken away from the distal tip of the instrument. Other than this, there is no visible damage or deformity to the instrument. The device functions independently as intended. The failure mechanism displayed by the damaged instrument can only be achieved through an applied tensile load. The condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the design¿s tensile limits. No other evidence of damage was observed. The matrix technique guide as well as other product support information fully illustrates the proper method of loading / unloading screws from a lockable holding sleeve. The investigation found evidence indicating an improperly aggressive technique inconsistent with the recommended technique was the cause of the observed damage. However, the implant mentioned (which may have provided supplementary evidence) was not returned, nor were any specific techniques described or observed.

Event description:
According to the reporter, the during posterior lumbar fusion (plf) procedure at l5-s1 the edge of two 2 screws began to peel off. The holding sleeve broke off at tip and the tip of the stardrive shaft is rounded, so it will not engage the screw. None of these instruments caused harm to the patient, nothing was broken into the wound and nothing to retrieve. Consultant also reports the curettes are dull. This is 2 of 3 reports for the same incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This report is for file (B)(4).